Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, implantable collamer lens was implanted into the patients eye on (B)(6) 2019. On (B)(6) 2019 the patient went to ER because she had a very bad headache and her eye in pain. The glaucoma surgeon in ER performed oct and iop measurement, acute iop and high vault were observed. No secondary surgical intervention or medical treatment were reported to be performed. It was reported that the patient felt down and uncomfortable in the first week, had wrong perception about the post operation effect. After post op 5 days, 6 days and 1 week, patient can accept icl. Iop is stable 9-10 mmhg. At the moment patient has good va 20/20, angles are open and 10 mmhg. However, due to excessive vault, the surgeon will exchange to a smaller size lens( it was reported that the surgeon forgot to deduct the CT from acd when calculating for initial implant). Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Changed to adverse event. Changed to serious injury. The glaucoma surgeon also observed acute glaucoma during oct and iop measurement.(B)(4).